Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of product user explaining that during patient use, the listed hypodermic needle separated from the syringe. No adverse effects to patients or users reported.